Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that a shunt revision occurred. According to the report, the shunt was implanted nearly three years ago, but recently, the doctor allegedly found that the shunt drained poorly. The doctor suspected it was due to a problem with the valve.